Event description:
It was reported that before use of the bd angiocath¿ plus IV catheter the tip of catheter was defective. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the catheter tip was defect.

Manufacturer narrative:
H.6. Investigation: the sample returned was not decontaminated by vendor. 3 photos and 1 actual sample was returned for evaluation. Needle pierced through catheter was observed from the 3 photos received. Needle pierced through catheter was observed on the actual sample. The complaint is confirmed and product is out of specification. Needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. This batch is produced before the implementation of the CAPA#590840. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd angiocath¿ plus IV catheter the tip of catheter was defective. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the catheter tip was defect.